Event description:
Nellcor puritan bennett received a report from a biomedical engineer on a n-395 for no audio; no post tones were present after repair service of the broken top cover. Customer replaced the speaker and there remains no audio.

Manufacturer narrative:
Nellcor puritan bennett concluded the reported complaint of no audio could not be duplicated. The unit passed all tests and operated as expected; audio performance passed tests. The n-395 was placed into operation for a week, the unit was tested periodically, the unit was observed to operate as specified. Evaluation completed on 06/08/2006; the reported audio failure could not be verified.